Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found no anomalies. The device was able to be interrogated with investigation programmers.

Event description:
It was reported that an in-box device was unable to be interrogated. A replacement device was instead used.